Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy pacemaker (crt-p) exhibited significant drop in longevity. The device remains in use and continues to be monitored by means of remote monitor transmission. No patient complications have been reported as a result of this event.